Event description:
The customer states that an axsym bhgc result of <5 mlu/ml was reported on a pt complaining of abdominal pain with possible pregnancy. Qualitative urine testing was performed which was positive. The physician requested retesting of the orignial sample and a redraw. The original sample retested at 7724 and 7636 mlu/ml. The redrawn sample tested at 10480 and 10481 mlu/ml. No impact to pt management was reported.